Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a displayable history crc check failed at startup and software error from the insulin pump. The customer's blood glucose reading was 101 mg/dl. The customer stated that she was at her neighbors and the pump alarmed displayable history crc checked up failed at startup. The customer stated that a temporary basal was not programmed before the alarm. The customer stated that the pump was not stored without a battery for an extended period of time. The customer stated that that the alarm occurred after a battery change. The customer stated that the alarm did not occur during priming. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates; no a52 or a47 alarm during our testing noted. However, a47 alarm was in pump history screen noted due to corrupted history file. The insulin pump was received with cracked reservoir tube lip.